Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a cerebrospinal fluid leak while he was implanted with a permanent scs system. In turn, the patient received a patch via fat grafting the following day. On the day of the fat grafting procedure, the patient mentioned experiencing intermittent headaches. A day after the fat grafting procedure, the patient was admitted to the hospital because the cerebrospinal fluid leak hadn't resolved. As a result, the doctor put a drain in the patient. He was discharged from the hospital on (B)(6) 2017. Over time, the drain was removed and his headache resolved.